Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. Additional information: e1(initial reporter)- (B)(6). A getinge field service engineer (fse) could not verify battery charging issue. Reseated cart in console. Verified battery voltages and charging status. Verified charging function in each slot. Confirmed batteries fully charged. Could not duplicate issue.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had battery was not charging issue. There was patient involvement but no harm reported.